Event description:
Consumer reports change in insulin therapy due to a reading from a bd test strip, reading was over 200, treated with appropriate insulin therapy resulting in very low sugars. Consumer went to the hosp, bd readings (as reported) vs. Hosp reading - data points on clark error grid were in b range, however, medical attention was required.